Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed to adjust sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead continued to exhibit periodic twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).